Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 40 mg/dl, cause was unknown. Customer attempted to self-treat via glucagon injection; however was monitored at the emergency room (ER) to ensure bg level was resolved. Customer was released with issue resolved. It was also reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.